Event description:
It was reported that the pump housing and usb port experienced damage, leading to concerns about the pump's watertight integrity, although it did not affect charging capabilities. There was no adverse impact to the customer's blood glucose level. The customer service team decided to replace the pump, confirmed that the pump was under warranty, and provided the customer with instructions for returning the damaged pump. The customer continued using the current pump until receiving a new one with updated software and was instructed on transferring settings and connecting the continuous glucose monitor to the replacement pump. Additionally, they arranged for shipping details and tracking information to be shared with the customer.